Event description:
Failure to alarm the issue is that exsudate is not removed well enough, pools in the wound and that the surrounding skin gets macerated and the film comes loose. In several cases the alarm was not triggered.

Manufacturer narrative:
This complaint is considered inconclusive due to lack of information. No samples or lot numbers information were provided. Without a device serial number a device history record or complaint history review could not be performed. Since the negative pressure wound therapy involves various elements, it is difficult to determine and assign an exact root cause for the issue reported. No information was given on exact wound location, size, type of dressing application, pump placement, and pressure settings based on the information provided, it may be helpful to review dressing application, pump placement, choice of wound filler, and pressure settings with clinician. In accordance with clinical guidelines, it is important that hole in transparent film be cut to 0.6cm and opening in soft port is properly aligned with opening in transparent film to ensure a good seal and decrease risk of pooling. Additionally, per clinical guidelines an increase in the pressure may be necessary according to size of wound, viscosity of exudate, amount of exudate and clinical judgment of desired wound outcomes. Loss of dressing seal (adhesion) could be attributed to a combination of factors such as wound location, patient mobility, constant friction, pressure directly applied to wound site, accumulation of moisture underneath the dressing, and proper preparation of the periwound skin as per clinical guidelines.

Event description:
Failure to alarm the issue is that exsudate is not removed well enough, pools in the wound and that the surrounding skin gets macerated and the film comes loose. In several cases the alarm was not triggered.

Manufacturer narrative:
Active investigation in progress; results of investigation will be provided in a supplement report.